Manufacturer narrative:
S/w version 4.11d. Retainer ring = black. Case type = ngp. Customer returned pump for an alleged blank display and pump error 25 and frozen screen and keypad unresponsive and were found on 18 july 2023. The pump passed the active current test. Unit failed to pass the sleep current measurement due to high currents. Unit failed to pass the displacement test due to pump error 38 occurring during testing. Unit failed to pass the self test due to pump error 75 occurring during testing. The keypad overlay was responsive during testing. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing, however, replace battery alert (07/17/2023 17:00). Pump error 53 (file#2005 line#5632) and pump error 4 occurred on 07/18/2023 10:50 in history files and traces. Pump error 38 occurred on (07/18/2023 10:46--10:48 & 09/21/2023 06:51) in history files. Pump error 25 was not found in history files and traces. Pump error 75 occurred during testing on 09/21/2023 06:49 in history files and traces. Pump was cut open to perform visual inspection and found evidence of moisture damage¿on the electronic stack, force sensor, vibration harness assembly, and keypad flex cable pins.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, pillowing keypad overlay. Blank display was not observed during analysis. Blank display not confirmed. Frozen screen is not confirmed. Pump error 25 is not confirmed. Keypad unresponsive is not confirmed and responsive during testing. Pump error 53 is confirmed due to being found in history files and due to software error. Pump error 38 is confirmed due to being found in history files and due to moisture damage on the motor assemblies. Pump error 75 and unexpected battery power loss are confirmed due to occurring during testing and due to moisture damage on the electronic stack. Pump error 4 is confirmed due to being found in history files and is a consequence of pump error 53. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer was unable to turn on the insulin pump and the customer reported a frozen display and power error detected and the buttons were not responding. Troubleshooting was performed and no alarms occurred during or after the time that the buttons were not responding. No harm requiring medical intervention was reported. The customer will discontinue using the device and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.